Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 838569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, flu like symptoms, general body pain, anemia, anxiety, depression, uterine disorder, c-section, anemia, heart disease, unspecified and chickenpox. Concurrent conditions included gi bleed, uterine fibroids, iodine allergy, drug allergy and diabetes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and skin disorder ("skin conditions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea, dyspareunia and skin disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010 patient had radiology result: pregnancy on (B)(6) 2011 patient had pelvic ultrasound resulted in cystic focus along the endometrial stripe. An early intrauterine pregnancy could have this appearance although it is not diagnostic of a decidua reaction and likely represents a pseudocyst 2. New 4.1 cm echogenic left ovarian cystic lesion likely hemorrhagic cyst although endometrioma is not excluded there is no evidence of ovarian torsion. Short interval follow-up in 6 weeks is recommended to ensure resolution small septate cyst within the right ovary measuring 9-10 mm each recommend follow-up of these is well mild amount of free fluid within the anterior cul-de-sac. On (B)(6) 2013 patient had radiology result resulted in maximal dimension left ovarian cyst most likely degenerating cyst with irregular shape on (B)(6) 2014 patient had surgical pathology report resulted in labeled "uterus, cervix, bilateral tubes" is a 9.5 x 5 x 3.5 cm 81 9 pink-tan uterus with dense anterior adhesions, the 2.5 cm smooth tan cervix with a 0.4 cmslit-shaped os: the tan-yellow friable endometrium is up to 0..3 cm, the up to1 .7 cm myometrium uniform tan. Also received is two pieces of fimbriated tan tubes, each 4.5 cm long x 0.5 cm across. Representative sections as: 1,2- anterior uterus; 3, 4- posterior; 5 tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia , menorrhagia . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, concomitant condition added, lab data added , lot number added , event injury nos replaced with events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 838569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, flu like symptoms, general body pain, anemia, anxiety, depression, uterine disorder, c-section, anemia, heart disease, unspecified and chickenpox. Essure confirmation test(s) conducted, specify yes, on (B)(6) 2012. Result- other. Concurrent conditions included gi bleed, uterine fibroids, iodine allergy, allergic reaction to analgesics and diabetes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), skin disorder ("skin conditions") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea, dyspareunia, skin disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) -result-other. Diagnostic results: on (B)(6) 2010 patient had radiology result: pregnancy on (B)(6) 2011 patient had pelvic ultrasound resulted in cystic focus along the endometrial stripe. An early intrauterine pregnancy could have this appearance although it is not diagnostic of a decidua reaction and likely represents a pseudocyst 2. New 4.1 cm echogenic left ovarian cystic lesion likely hemorrhagic cyst although endometrioma is not excluded there is no evidence of ovarian torsion. Short interval follow-up in 6 weeks is recommended to ensure resolution small septate cyst within the right ovary measuring 9-10 mm each recommend follow-up of these is well mild amount of free fluid within the anterior cul-de-sac. On (B)(6) 2013 patient had radiology result resulted in maximal dimension left ovarian cyst most likely degenerating cyst with irregular shape on (B)(6) 2014 patient had surgical pathology report resulted in labeled "uterus, cervix, bilateral tubes" is a 9.5 x 5 x 3.5 cm 81 9 pink-tan uterus with dense anterior adhesions, the 2.5 cm smooth tan cervix with a 0.4 cmslit-shaped os: the tan-yellow friable endometrium is up to 0..3 cm, the up to1 .7 cm myometrium uniform tan. Also received is two pieces of fimbriated tan tubes, each 4.5 cm long x 0.5 cm across. Representative sections as: 1,2- anterior uterus; 3, 4- posterior; 5 tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 838569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, flu like symptoms, general body pain, anemia, anxiety, depression, uterine disorder, c-section, anemia, heart disease, unspecified and chickenpox. Concurrent conditions included gi bleed, uterine fibroids, iodine allergy, allergic reaction to analgesics and diabetes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and skin disorder ("skin conditions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, dysmenorrhoea, dyspareunia and skin disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010 patient had radiology result: pregnancy on (B)(6) 2011 patient had pelvic ultrasound resulted in cystic focus along the endometrial stripe. An early intrauterine pregnancy could have this appearance although it is not diagnostic of a decidua reaction and likely represents a pseudocyst 2. New 4.1 cm echogenic left ovarian cystic lesion likely hemorrhagic cyst although endometrioma is not excluded there is no evidence of ovarian torsion. Short interval follow-up in 6 weeks is recommended to ensure resolution small septate cyst within the right ovary measuring 9-10 mm each recommend follow-up of these is well mild amount of free fluid within the anterior cul-de-sac. On (B)(6) 2013 patient had radiology result resulted in maximal dimension left ovarian cyst most likely degenerating cyst with irregular shape on (B)(6) 2014 patient had surgical pathology report resulted in labeled "uterus, cervix, bilateral tubes" is a 9.5 x 5 x 3.5 cm 81 9 pink-tan uterus with dense anterior adhesions, the 2.5 cm smooth tan cervix with a 0.4 cmslit-shaped os: the tan-yellow friable endometrium is up to 0..3 cm, the up to1 .7 cm myometrium uniform tan. Also received is two pieces of fimbriated tan tubes, each 4.5 cm long x 0.5 cm across. Representative sections as: 1,2- anterior uterus; 3, 4- posterior; 5 tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia , menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.